Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one of two events (cardiovascular and death) reported for the same pt involving two separate products; associated MDR #s 1225714-2013-02946, 1225714-2013-02947, 1225714-2013-029428.